Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was taken to the hospital due to high blood glucose. The blood glucose reading was 400 mg/dl. The customer wen to emergency medical services. Customer was treated with IV. The customer will continue to use the product.

Event description:
Updated summary: the device was retuned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged blank display, visit to emergency room and was hospitalized for high bgs found on (B)(6) 2022. On (B)(4), svn#: (B)(6)- customer returned pump for an alleged possible under delivery and visit to emergency room for high bgs found on 06-may-2022 (per ss event date). However, the customer's note stated that the customer returned pump for an alleged possible under delivery and visit to emergency room for high bgs found on (B)(6) 2022. On (B)(4), svn: (B)(6)- customer returned pump for an alleged pump/transmitter communication anomaly found on (B)(6) 2022. The pump was received with the original battery cap with a broken 2 heat stake post. The original battery cap locks securely into place. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. The pump was monitored for several days, and no blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 09/09/2022 to 01/19/2023. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event dates of 06-may-2022 (as per ss event date) and 12-may-2022 (as per customer's note). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. There was no data available to verify power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm in the formatted history file for the event dates 06-may-2022 (as per ss event date), 12-may-2022 (as per customer's note) and 11-may-2022. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. No pump/transmitter communication anomaly noted. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the pcba1 and pcba2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. Blank display was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Pump/transmitter communication anomaly was not confirmed. However, during visual inspection, corrosion was found on the pcba1 and pcba2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.